Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the pulse generator exhibited oversensing. The patient was brought into the clinic, the oversensed activity was not reproducable and programming change was made to address the issue. The patient remained asymptomatic and would continue to be monitored.